Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory also indicated the pacing capture threshold in the rv was rising and the impedance trend on the rv pacing lead was rising. Concomitant products: d314trg ICD; 694765 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing to high thresholds in conjunction with increasing to high impedance. A replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.